Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: the play of the upward/downward knob was out of the standard value due to wear of angle wire; the light guide lens, the objective lens, and the control unit were discolored; and the connecting tube was dented. Lastly, there were scratches on the following: the image guide protector, the protector of the universal cord on the suction side and the control section side, the scope connector cover unit, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the switch box, the scope cover, the suction connector, the universal cord, the grip, the control unit, and the right/left knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the u-angle was down on the gastrointestinal videoscope. There was no report of patient harm. The device was returned, evaluated, and a foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.